Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that there was blood and contrast in the wire lumen. The balloon was in a deflated state. There was a pinhole in the balloon material 5mm from the tip of the device. Inspection of the balloon material and the remainder of the device revealed no evidence of any material deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion. The balloon ruptured at 14atms. The device was removed intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion. The balloon ruptured at 14atms. The device was removed intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).